Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence leading to an artificial urinary sphincter (aus) replacement surgery. During the procedure the existing device was removed and a new aus was implanted. The physician believed the incontinence was cause by atrophy and possibly scarring. The patient was said to be in recovery following the procedure. It was further reported that the explanted and new cuffs were both 4.0 cm. The physician did not feel an incorrect cuff size or location were related to the previous cuff. The patient did have a history of radiation therapy. There were no device malfunctions associated with the explanted device. The patient was said to be recovering following the procedure. No more information available at the moment. Should additional information become available, it will be provided.